Event description:
See initial report.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing a review of complaints database did not identify any trends associated with this type of fault. Based on all gathered information, the most likely root cause of reported issue has been assigned to an electrical failure of the internal components of the drive unit, specifically the motor control board or its connection to the drive unit motor. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer, troubleshooted the scpc device, found the centrifugal drive was inoperable (could not establish flow), due to faulty drive unit and motor control board. Such parts could not be repaired due to their age, therefore the scpc was scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scpc. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a scpc gave a flow failure error message. The issue occurred during procedure. There was no patient injury.